Manufacturer narrative:
Investigation ¿ evaluation. Reviews of the dimensional verification, complaint history, device history record, documentation, drawing, manufacturer¿s instructions, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned package confirmed that one used mpis-401-10.0-sc-nt-sst outer cannula, separated in 2 pieces, without the dilator was returned for investigation. The first segment measured from the hub to the separation point was 4.1cm. The second segment measured from the separation point to the distal tip was 5.1cm. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawings, and quality control procedures were conducted, and no gaps were discovered. It should be noted that an IFU is not provided with this device. Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Occupation = lead tech. PMA/510(k) number = pre-amendment. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a procedure to de-clot a fistula, the gray outer cannula of a micropuncture transitionless stiffened cannula access set (mpis-401-10.0-sc-nt-sst) separated inside of the patient of unknown age and gender. Access was obtained in the left upper arm, which was not reported to be scarred or calcified. The device was being used to facilitate placement of a larger sheath. Resistance was not felt on insertion or removal of the device. The device was not sutured in place. Upon removal of the device, it was reported to separate. The separated portion was retrieved from the patient using a snare and the procedure was completed successfully. There has been no report that any part of the device remained in the patient's body, that the patient required any additional procedures, or that the patient experienced any adverse effects due to this event.